Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's right ventricular lead was found to have over-sensing of lead noise. No intervention was reported. No patient consequences were reported.

Manufacturer narrative:
Correction: h6: conclusion code should be "cause not established".